Manufacturer narrative:
A review of lot c745 was performed and there were no nonconformances associated wit this lot. This lot met release requirements. Trends were reviewed for complaint category, tubing leak. No trends were detected. No CAPA was initiated for this complaint category. The assessment is based on information available at the time of the investigation. There was no product returned for investigation; therefore it could not be determined if this product met specifications based solely on information provided by the customer. Complaints are monitored through tracking and trending. Should a trend arise, further action will be taken at that time. Kit unique identifier (UDI): (B)(4); meddra codes: lt-device malfunction-(B)(4); ttqms: (B)(4); rr: (B)(4); hp (B)(6) 2015.

Event description:
Customer called to report a leak where the saline line and the patient line connect during the return of the first cycle. Small bowl was used because the patient was slightly weak that day. Treatment did not worsen his condition. The customer did not return the kit for investigation. There was no service order generated.